Manufacturer narrative:
Philips research & development (r&d), tested the mp5sc and intellivue guardian software (igs) remotely and on-site and were not able to identify any malfunction. There were no status log entries and no abnormal log file entries. The philips intellivue guardian software (igs) was also involved in this event, but will be handled in a separate complaint. R&d executed various network traces and network performance, with no root cause being identified. Philips will go on-site to install a work-around for the end user to resolve the connectivity issue. The forwarding of patient deterioration notifications is not a guaranteed and reliable functionality of the igs according to its labeling. Patient notifications are visible at the bedside monitor, and the local caregiver relied on the system functionality to notify a remote caregiver. The local caregiver likely did not follow the defined manual process to call the remote caregiver. The local caregiver in the ward would need confirm the vital signs data at the bedside monitor for data to be uploaded to the igs and forwarded to a remote caregiver. It is also standard practice in the clinical environment, that the remote caregiver is called anyway by phone/beeper if help is required. The customer will train its escalation process properly to their staff.

Event description:
The customer reported on (B)(6) 2019 there was a delay in transmitting the signals between the intellivue mp5sc spot check monitor and the screen. The mp5sc did not notify the remote receiver of the system generated message, resulting in the patient severely desaturating. Yes, the patient severely desaturated. The caregiver did not follow the standard process defined in the hospital to call for help, resulting in a delay in treatment to the patient.